Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that his one touch ultralink meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that the reported issue began around (B)(6) 2010. Due to the reported issue the patient did not take any action. Approximately 2 days later the patient developed "ketones". He did not seek any medical attention or self-treat due to the symptoms. This is not the first time the product us being used. The patient denied any misuse of the product. The meter did not power on. The batteries did not need to be replaced. The patient was using the correct test strips and the alleged issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, he developed ketones 2 days later.

Manufacturer narrative:
(B)(6) 2010. The product was returned and the meter passed testing. The complaint was not confirmed. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Pt presented complaining of pain. Found the tibia & the femur were loose.